Event description:
It was reported by the customer that the sheath leaked propofol around the swan ganz catheter. As a result, when the swan catheter was removed, a cap was placed onto the sheath. There were no further leaks reported. There were no reported patient complications.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.